Event description:
The customer reports that the luer-lock connection (brown head) was broken after 14 days of patient use.

Manufacturer narrative:
(B)(4). The customer returned one distal luer hub (brown hub) from a cvc catheter and a lidstock for analysis. Connector tubing was also returned; however, the rest of the catheter assembly was not returned. Visual analysis revealed that the distal extension line had separated directly adjacent to the luer hub. A portion of the distal extension line was still inside the luer hub. Visual analysis could not be performed on the rest of the distal extension line/catheter as it was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit states "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". The report of an extension line/luer hub separation was confirmed through complaint investigation. Despite only returning the distal luer hub, visual analysis revealed that the extension line had separated directly adjacent to the luer hub. A portion of the extension line was still inside the luer hub. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined without the entire catheter returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the extension line/luer hub separation in use.

Event description:
The customer reports that the luer-lock connection (brown head) was broken after 14 days of patient use.